Event description:
Customer reported that when the floor cushions are in use the patients are slipping off the top surface of the cushion. Customer reports the cushion has a firm grip to the floor. Patients are stepping on the mat without shoes. There were no serious injuries reported and the customer did not know the date when the incident occurred.

Manufacturer narrative:
Other-investigation of the returned until found slick, oily stains on the top surface of the floor cushion where the customer would step on. Note: the instructions for use state: this device is designed for use in normal indoor environments. This device may be stored in ambient warehouse temperatures at normal humidity levels. Avoid excess moisture or high humidity that may damage product materials. Manufacturer reference file # (B)(4).